Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se replaced the data acquisition (da) board to address the issue and the ventilator was returned to use. A data acquisition (da) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.

Event description:
It was reported that the ventilators machine pressure display value was out of range during performance verification testing. No patient involvement. Event date not specified; estimate used.